Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm 29 occurred during the load process. Blood glucose was 113 mg/dl. The customer declined further troubleshooting, and declined further follow up form tandem technical support regarding this event.